Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned severed 152 mm from the terminal end and only the proximal segment was returned. Visual inspection and resistance testing confirmed that the distal high voltage cable was fractured at the proximal end of the yolk block. This type of damage is consistent with grabbing the yolk of the lead and using it as a handle and pulling with force to remove the lead terminals from the device headers.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock lead impedance measurements greater than 200 ohms during the normal implantable cardioverter defibrillator (ICD) battery change out procedure. Additional testing was conducted to determine cause of the out-of-range shocking impedance measurement; most likely not electromagnetic interference (emi) since pacing lead impedance measurements were stable. Pocket manipulation and connecting lead to the old ICD still presented measurements greater than 2000 ohms. At this time, it was not determined if there was a lead issue, the physician will try a competitor device before doing a lead revision. This lead remains in service. No adverse patient effects were reported. It was confirmed that the lead had a cut below the yolk. Surgical intervention was performed abandoned and cap the lead. A new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shocking lead impedance greater than 200 ohms during the normal implantable cardioverter defibrillator (ICD) battery change out procedure. Additional testing was conducted to determine cause of the out-of-range shocking impedance measurement; most likely not electromagnetic interference (emi) since pacing lead impedance measurements were stable. Pocket manipulation and connecting lead to the old ICD still presented measurements greater than 2000 ohms. At this time, it was not determined if there was a lead issue, the physician will try a competitor device before doing a lead revision. This lead remains in service. No adverse patient effects were reported. It was confirmed that the lead had a cut below the yolk. Surgical intervention was performed abandoned and cap the lead. A new lead was successfully implanted. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shocking lead impedance greater than 200 ohms during the normal implantable cardioverter defibrillator (ICD) battery change out procedure. Additional testing was conducted to determine cause of the out-of-range shocking impedance measurement; most likely not electromagnetic interference (emi) since pacing lead impedance measurements were stable. Pocket manipulation and connecting lead to the old ICD still presented measurements greater than 2000 ohms. At this time, it was not determined if there was a lead issue, the physician will try a competitor device before doing a lead revision. This lead remains in service. No adverse patient effects were reported.